Manufacturer narrative:
One device was returned for evaluation of complaint that user felt a snag when removing the catheter. As received, the returned unit shows signs of use, however, unable to confirm the complaint. No device history record was reviewed since lot number was not provided.

Manufacturer narrative:
E1 phone number: (B)(6). D4: expiration date and h4: manufacture date are unknown, no lot number has been reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the operator felt a snag when removing the catheter. There were no particular issues during intubation. This occurred during use. There was no reported patient harm.